Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is male; the age of the patients was approximately (B)(6) years old. The exact cause and date of death is not available at the time of this report; as there is no indication of specific serial number for patient information. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿atrial high-rate episodes and risk of major adverse cardiovascular events in patients with cardiac implantable electronic devices.¿ clinical research in cardiology. 2020; 109(1):96-102. Doi: 10.1007/s00392-019-01493-z. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication during the use of a cardiovascular implantable electronic device (cied). There were 27 patient deaths referenced-all due to an unknown cause. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the device is unknown. The cause of death has been requested, but not yet received.